Event description:
It was reported that a patient was implanted with an impella 5.5 using best practices. During support, it was noted that the ventricular tachycardia requiring one shock and required reintubation. Additionally, the patient had a gastrointestinal bleed. One unit of blood was given overnight, in addition to another unit given during the day along with two units of plasma. It was noted that the patient was experiencing intestinal issues. However, a full body computed tomography scan did not reveal any significant findings. They were evaluating for liver versus bowel/gastric ischemia due to persistent lactate spill. Ultimately, care was withdrawn due to ischemic bowel and stomach issues and the patient expired shortly after support was ramped down.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.